Event description:
It has been reported to philips that the host pc would not boot. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Review of the log file showed that host pc cannot boot up, the power supply was normal. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc cannot power on. During troubleshooting fse found host pc cannot boot up. Fse unplugged and cleaned the memory stick of host pc, then plugged in again. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.